Manufacturer narrative:
Evaluation summary: the op notes from implantation were reviewed but did not disclose any complications. The components used in the surgery are compatible. Additional information that would help in determining the root cause of the problem such as post-op x-rays, pt activities, post-op follow-up notes with the attending physician, pt demographics, etc. Are unk. Without additional information, the exact cause of the alleged pain cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.